Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that at the very beginning they received assistance increasing stimulation to 3.7 v. The patient also noted that they had decreased stimulation to 3.0 v.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient was having trouble with urinating. She would sit there and not go. Then she would get in her wheelchair and have an accident. She already tried increasing stimulation and that did not help. Stimulation was felt a little in the correct area. The healthcare professional (hcp) did not instruct her to keep a voiding diary. The patient was on program 2 at 3.0 volts and was increased to 3.7 volts. The issue started the last few days in (B)(6) 2016. It was noted that the patient had muscle dystrophy and did not always feel what a normal would feel.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.